Event description:
It was reported that the insulin pump alarmed failed battery test and had a blank display. The customer stated that device kept shutting itself off. He noted that the blank display did occur after receiving a new battery cap when the battery cap had sustained damage during attempts to remove it. The blood glucose reading was 237 mg/dl. He noted that he continued to receive failed battery test alarms even after using new batteries. The most recent blood glucose reading was 211 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump's operating currents were within specification. No failed battery test or no blank display anomaly noted. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at display window corners and battery tube threads.